Event description:
Customer reported to beckman coulter, inc that suppressed triglyceride results with "blank high rate' flags were generated by the unicel dxc 660i synchron access clinical system. No specific details were provided for the suppressed results. The customer also reported that the system generated four (4) erroneously high triglyceride results (>300 mg/dl) that did not agree with the results of a rerun on another system. No erroneous results were reported out of the laboratory. There were no changes to the patient's care or treatment. Triglyceride calibration and quality controls were within specification prior to the event. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer visited the site and examined the system. The engineer found a misaligned wash station and a scratched reagent mixer paddle. The fse aligned the system and replaced the cartridge chemistry reagent mixer paddle, sample probe and wash station vacuum valve. A specific cause of this event could not be determined. The instrument conformed to the manufacturer's published performance specifications.